Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the power complaint was verified in the history but could not be duplicated during the investigation. Power on resets were observed in the black box. There was no damage to the pump, which was exercised for 24 hours with out loss of power events being duplicated; the pump was still delivering at the conclusion of testing. The battery cap height and width were within specification, and the cap was able to be tightened securely. The pump cover was removed; no evidence of internal moisture or damage to the power circuit or battery flex was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.